Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder® aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, or rupture).

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a right common iliac artery aneurysm. One excluder® contralateral leg component (plc181000j/(B)(4)) was implanted in reverse fashion in the right common iliac artery, without an accompanying trunk-ipsilateral leg component. Post-implant ballooning was performed using a non-gore manufactured balloon catheter. A procedural angiograph then reportedly showed a rupture of the right common iliac artery. According to the physician, the ballooning may have been too aggressive. The rupture occurred near the distal edge of the contralateral leg component, approximately 1cm distal to the aortic bifurcation. The patient¿s blood pressure was reportedly stable. The physician implanted an additional excluder® contralateral leg component in the right common iliac artery, and the rupture was resolved. The patient tolerated the procedure.